Event description:
Patient presented to the physician with a swollen and oozing hematoma. Physician prescribed antibiotics. Patient presented back to the physician with wound dehiscence. Physician brought the patient back to the operating and revised the incision. This resolved the issue.

Event description:
Patient presented back to the physician with ipg incision site not healing correctly and will not close. Physician brought the patient into the or and removed a majority of the inspire system and left the stimulation cuff behind.